Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-01161. It was reported that stent thrombosis, myocardial infarction, slow flow and plaque shift occurred. In (B)(6) 2016, the patient was brought to the cardiac cath lab and presented with st -segment elevation myocardial infarction (stemi) and was draped in the usual sterile fashion. Vascular access was obtained via right common femoral approach using modified (B)(6) technique. The target lesion was located in the right coronary artery (rca). After a 6f 10cm non-bsc sheath was placed in the right common femoral artery, a 6f runway jr4 guide catheter was advanced and ascended up into the aorta over a 0.035 non-bsc guidewire. Selective angiography was performed which showed 100% occluded proximal rca. Angiomax has already been administered by this time. Using a non-bsc coronary guidewire, lesion was successfully crossed and the wire was placed in the distal portion of the vessel. Multiple inflations were performed at 9atmospheres for 10 seconds using a 2.5x12mm emerge balloon catheter. Following inflation, since the vessel was larger, a 4x20mm promus premier¿ drug-eluting stent was used to treat the lesion and a good center position was noted. However, distal to the end of the stent, there was what appeared to be more with the plaque shift and considerable critical stenosis was still present or evident. At this point, a 4.0x8mm promus premier¿ drug-eluting stent was used in an overlapping manner with the distal end of the previously placed stent and was deployed successfully. Following implantation, a 4.0x15mm emerge balloon catheter was used for post dilation and multiple inflations were performed at 14 atmospheres for 20 seconds and 16 atmospheres for 20 seconds. It was noted that the stent was in good center position with timi 3 flow. The patient also received intracoronary nitroglycerin and multiple orthogonal views of the artery were obtained with a good angiographic results. Subsequently, the guide catheter was disengaged and removed out of the body over a 0.035 guidewire. After a jl4 guide catheter was advanced, selective coronary angiography of the left coronary artery was performed. Following this, a 6f pigtail 145 expo¿ diagnostic catheter was advanced and crossed the aortic valve. Left ventricular end-diastolic pressures were measured. Left ventriculogram performed in a right anterior oblique (rao) 30 projection. Catheter was pulled across the aortic valve. Gradients measured and exchanged out of the body. Right common femoral artery angiography was performed and since the arteriotomy was suitable, a 6f non-bsc vascular closure device was successfully deployed with good hemostasis. The patient received angiomax and 60mg effient during the procedure. The procedure was complete and the patient tolerated the procedure well. In (B)(6) 2016, the patient had ventricular fibrillation, ventricular tachycardia arrest followed by st elevation on the electrocardiogram (EKG) and was brought to cardiac cath lab. Vascular access was obtained via left groin approach and using modified (B)(6) technique. A 6f 10cm non-bsc sheath was placed in the right common femoral artery. After a 6f runway jr4 guide catheter was advanced and was taken up into the ascending aorta over a 0.035 non-bsc guidewire. Selective coronary angiography of the rca revealed an occluded vessel almost at the ostium of proximal portion, indicating an acute stent thrombosis situation. Immediately, a non-bsc coronary guidewire was passed down into the distal artery into a posterior left ventricular (plv) branch. A fetch¿2 aspiration catheter was used and multiple passes were performed. Subsequently, the patient started to have blood flow; however, a lot of heavy thrombus burden was noted within the prior stent and also in the proximal part of the vessel. Multiple passes were performed all through the artery. A 3.5x20mm emerge balloon catheter was advanced and multiple inflations were performed within the stent and also in the proximal to the stent. Multiple views were obtained and still had some clot. Repeat angiography was performed and revealed that the clot migrated to the distal rca or to the crux. Aspiration catheter was re-used and further thrombectomy was done. Then a 4.0x20mm emerge balloon catheter was advanced and multiple inflations were performed in the proximal portion of the vessel and through the stent. At this point, better blood flow was noted with timi 2 flow being re-established. The patient also received intracoronary nitroprusside as well. Final images clearly showed good timi 3 flow with minimal thrombus seen in the portion of the earlier placed stent. No new stents were placed. The guidewire was removed and multiple orthogonal views of the artery were obtained. The guide catheter was exchanged out and a 6f pigtail 145 expo¿ diagnostic catheter was re-inserted and a left ventricular end-diastolic pressure was measured. Left ventriculogram was also performed. Later, the catheter was exchanged out of the body and right femoral angiography was performed. Since the arteriotomy was suitable, an intra-aortic balloon pump (iabp) was placed for further care and management. The patient all through the procedure was on dual pressors, levophed and dopamine. The patient had to be given diprivan as the patient was very combative and very minimal amounts of versed were used. Angiomax was also given to the patient and the procedure was completed. No further patient complications were reported and the patient was transferred to intensive care unit (ICU) by stretcher.